Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Once physician got into pocket, site looked good with no signs of infection. The physician decided to perform a pocket relocation. The device remains in use. No further patient complications have been reported as a result of this event.